Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-02080. It was reported one of the patient's leads migrated two days after a previous revision (reference MFR report#1627487-2016-02023). Reportedly, an additional surgery took place on (B)(6) 2016 during which time one lead was explanted and replaced. The issue is resolved. Note: both leads are being reported as explanted as its uncertain which lead was replaced.